Event description:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) was broken. This was notice noticed when inside the patient. The device was inserted and filled, when the device was removed, it came out completely and was broken. It was noticed after inserting the device and inflating the balloon in the patient. There was no reported patient injury. The patient recovered after the event and the procedure was complete with manual pressure. There was no presence of pvd / calcium in the vicinity of the puncture site. The balloon was tested before and was functional. The device will be returned with the introducer. The deployer was mynx certified. A 6f avanti sheath was used during the procedure. The device was prepared according to the instructions for use. The device will be returned with the introducer for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot f2132604 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) was broken . This was noticed when the device was inside the patient. The device was inserted into the patient and the balloon was filled. When the device was removed, it came out completely and was broken. There was no reported patient injury. The patient recovered after the event. The procedure was completed with manual pressure. There was no presence of pvd / calcium in the vicinity of the puncture site. The balloon was tested before the procedure and it was functional. The device will be returned with the catheter sheath introducer. The deployer was mynx certified. A 6f avanti sheath was used during the procedure. The device was prepared according to the instructions for use. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with stopcock open. The syringe was not returned with the device. The sealant remained in the manufacturing position, exposed to blood. The procedure sheath was returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2132604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 4 mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. The reported ¿button one frozen locked¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.